Event description:
It has been reported to philips that the system would not boot up and stuck at zero. The user tried to reboot but taking very long to do so. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up and stuck at zero. Review of the system log file showed malfunctioning flexvision pc. Fse turned on and off the b-cabinet flex vision pc and then recycled the power of the system. After power recycle, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.